Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed noise from the minute ventilation (mv) signal on the right atrial (ra) channel. Initially, impedance testing was not successful due to the noise, but mv was programmed off and testing was conducted. The resulting pacing impedance measurement was high and out of range. The device was reprogrammed to optimize therapy but this did not address the issue and the patient was symptomatic when paced inappropriately due to the oversensing. The ra lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the results of engineering review of clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description submitted initially for more information regarding the specific circumstances of this event.